Manufacturer narrative:
One zimmer latchlock hex driver was returned for inspection. Visual examination revealed that the product shows signs of wear consistent with use, and several witness marks about the body and edges of the hex. The driver¿s latchlock is fractured, and will no longer function. Product was functionally tested. The driver assembled correctly with a mating implant and implant mount, and disengaged as normal. The reported event is therefore unconfirmed no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. The reported event is addressed through scar. This complaint was included in recall 2023141-10-04-2017-002-r, as it was addressed specifically as part of hhe. This document states the following: ¿due to a lack of complaints from other ll lots, all complaints which don¿t list a lot number are assumed to originate from ll lots 63542171 and 63651233.¿ the reported event could not be recreated following inspection. The reported event is therefore unconfirmed. A probable root cause for this event was identified through scar: the event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process.

Event description:
Doctor indicated that retaining driver did not release from implant. After several attempts doctor decided to return it. The doctor was also to place the implant with another instrument.

Manufacturer narrative:
Distributor reported on behalf of the dentist.

Event description:
It was reported that driver did not release from implant.